Event description:
On (B)(4) 2012, customer reported that after the lh750 analytical station had completed shutdown, the retic laser offset was high and a clear liquid (< 20cc) was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the tubing on the retic clearing solution pump was popping off. The cause of the tubing popping off was traced to the retic clearing shear valve, which was clogged and missing a spacer. Fse removed and cleaned the shear valve, and installed the proper spacer. This resolved the issue.

Manufacturer narrative:
(B)(4).